Event description:
It was reported that the pulse generator exhibited an inappropriate measured data anomaly and was near elective replacement indicator. On (B)(6) 2013, the asymptomatic patient presented for a routine follow up, upon interrogation the device exhibited a diagnostics anomaly. On (B)(6) 2013, the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.